Event description:
A discordant, falsely low thyroid stimulating hormone (tsh) result was obtained on one patient sample on an immulite 2000xpi instrument connected to a versacell sample management system. The discordant result was not reported to the physician(s). The operator questioned the result and discovered that the sample was dropped prior to being processed by the analyzer. The tube still had a cap on, indicating it had not been sampled. The sample was repeated on the same instrument and the result was higher. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tsh result.

Manufacturer narrative:
The initial MDR 2247117-2013-00072 was filed on july 23, 2013. Additional information (01/24/2014): siemens healthcare diagnostics has investigated the instances of incorrect results being generated on an immulite 2000/immulite 2000xpi analyzer connected to a versacell sample management system. Several conditions must all occur for incorrect results to be reported. The sequence of events begins with a sample tube being dropped by the versacell system while transferring the tube to an immulite 2000/immulite 2000xpi automation rack, resulting in the immulite 2000/immulite 2000 xpi analyzer level sensing in the empty position, leading to aspiration of air instead of sample. Urgent medical device correction (umdc) 2014-02-03 "immulite 2000/2000xpi/versacell: level sensing associated with dropped sample tubes" was sent to customers in the us in february 2014. Urgent field safety notice (ufsn) 2003 "immulite 2000/2000xpi/versacell: level sensing associated with dropped sample tubes" was sent to customers outside the us in february 2014. The umdc/ufsn describes the sequence of events that must occur for incorrect results to be reported and lists the actions to be taken by the customer to prevent reporting of incorrect results. Correction (01/24/2014): the initial MDR was filed against the versacell sample management system. The initial MDR states that the cause of the discordant tsh result was a dropped tube by the versacell system. The cause of the discordant tsh result was the immulite 2000xpi analyzer level sensing in the empty position, leading to aspiration of air instead of sample.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data, checked alignment of versacell robot arm and grippers at track and immulite 2000 xpi auto rack and all positions were good. The fse also checked sample probe positions in auto rack, and made adjustments to auto rack sample clips so that no contact can be made with probe and clips if sample is missing from rack. The tube was found with a cap which had not been removed due to a malfunction of an alternate vendor's decapper. The versacell inadequately gripped the capped tube, which caused the tube to drop during movement from the versacell to the immulite instrument. The cause of the discordant tsh result was a dropped tube. The instrument is performing within specifications. No further evaluation of the device is required.